Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #305106 batch # 4159365 verbatim: description as reported: customer reported defective. Clogged needed. Lot 4159365. No patient harm.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needle was clogged. To aid in the investigation, eighty-one samples in sealed packaging blisters were received for evaluation by our quality team. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was assembled to a syringe with saline solution. The solution expelled with a normal flow. A device history record review was completed for provided material number 305106, lot 4159365. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.